Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that capd disconnect y-set was leaking; further described as "leak was discovered at the corner of the drain line". This was noticed before use of peritoneal dialysis therapy. There was no damage noticed on the product or packaging. There was no patient involvement. No additional information is available.